Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a critical insulin pump error and cannot get into the insulin pump to get the settings. The customer¿s blood glucose was 286 mg/dl. Customer was advised to treat with manual injection or insulin pen. The insulin pump will not be returned for analysis.